Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the zapping went away on its own and hasn't occurred again. The patient was seen in office to ensure that the device was functioning properly. The cause was not determined. The issue was reportedly an isolated incident and has never happened since the one incident. The doctor was made aware. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient experienced a zapping sensation in their chest on the day prior to the date of this report. This was considered a sudden change in therapy/symptoms. The manufacture representative stated that the patient was in the shower with stimulation turned on. It was reported that the patient felt a zap in their chest area that caused their chains to stick to their skin. The patient had a scar where the chain was. When the patient got out of the shower, they turned stimulation off but then turned it back on later. The patient indicated that they didn't have any exposed system components or an open wound. The manufacturer representative mentioned that they were going to meet with the patient on (B)(6) 2017. No further complications were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.